Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient received inappropriate therapies. Upon interrogation in-clinic, episodes of far-field p-wave oversensing were observed. High capture threshold was also noted. Lead dislodgement was suspected. Lead was replaced when repositioning was unsuccessful. The patient was well post-procedure.